Manufacturer narrative:
Section d9: device available for evaluation: yes. Date returned to manufacturer: 27 sep 2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed lens was received with a cut in the optic body, which is consistent with a lens that was explanted. No further cosmetic issues were identified after cleaning. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. The search revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age or date of birth, weight and ethnicity: unknown/ not provided. Initial reporter telephone number: (B)(6). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during post-op exam (after 2months) with an intraocular lens (iol) implant, the patient¿s distance & near visual acuity (v.a) are bad (0.3). Patient¿s pre-operative (op), v.a is 0.5. The patient had not eye disease. The iol was explanted. No further information was available.